Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the shim is missing ball bearings.

Manufacturer narrative:
Visual inspection of the returned device found that the returned shim had missing components. The missing components were not returned. This device is used for treatment. The product search history revealed zero additional complaints for these part/lot combinations. Investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. A field notification was initiated on (B)(6) 2014. The instruments were manufactured in may and august of 2014 before the recall was launched and before any re-design was implemented. As such, a previously addressed design issue is considered as the root cause.